Event description:
Three fr catheter needle inserted into l cephalic vein in antecubital, catheter thread approx 5-6cm but would not go farther. Cath flushed but still unable to advance. Catheter ws pulled back with some resistance noted. Waited, attributing resistance to vein spasm and then catheter removed easily. Noted that part of catheter missing. Pressure on upper arm and pt to radiology for fluro exam to locate missing piece. Piece located and removed with hemostats under fluro.